Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to cerebrovascular accident (cva), which they presumed to be from diffuse air embolism to the brain resulting from excessive air noted in the left ventricle during the lvad implant. The implant was done by thoracotomy approach. The patient never regained consciousness and was not expected to recover meaningful neurological status. Care was withdrawn.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported cerebrovascular accident (cva) could not be conclusively determined. No autopsy was performed and the pump was not explanted. No product available for investigation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.